Event description:
A review of service data detected a reportable problem. During servicing, the rear response button on monitor sn (B)(4) was non-functional. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor's rear response button was non-functional. The response button cable was severed near where the cable connects to connector j2005. The root cause for the severed response button cable could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.